Event description:
It was reported that allegedly the patient's precice nail lost length, and was damaged after (7) months of implantation. The physician revised the nail with a new precice nail, without incident.